Manufacturer narrative:
The device was explanted on (B)(6) 2025 due to previous reported issue. The patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device and connection issue with software subsequent of sustaining head impact. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report

Manufacturer narrative:
Map check analysis of the cdx file showed elevated (high) common ground impedances across the device. Correction: the correct code for "h6 -component code (g) " is 595; not 4755 as previously reported.